Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula instrument had a broken cable. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the instrument was being used for dissection when the issue occurred. The issue was not related to the opening/closing of the grips or the left/right motion of the grips. The issue was related to the up/down motion of the wrist. There was 1 cable protruding from the distal end of the instrument that controls the up/down motion of the wrist. The broken cable was silver. There was a loss of cautery associated with the broken cable, but no thermal damage observed. There was no instrument collision during the procedure. No photographic images of the device or recording of the procedure is available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation(s) found unrelated to the reported complaint included: the instrument was found to have a derailed grip cable from its normal position at the distal idler pulley.

Event description:
Refer to h10/h11 for follow-up information.